Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 356-540 mg/dl. Elevated blood glucose (bg) was address by correction injection via manual injection. Customer changed pump supplies to address the issue.